Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, after inserting the intraocular lens, something like a scratch or a foreign material was found on the edge of the intraocular lens optic. It could not be removed even when performing irrigation and aspiration, so the lens was taken out and replaced with another lens with the same power, and the surgery was completed. Additional information was requested, but further no information was available.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger has been fully advanced outside the tip of the nozzle. No damage observed to the device. Intraocular lens returned outside of the device attached to a white paper sheet with a clear tape. Viscoelastic is dried on the iol. The optic is severely cracked/fractured at the optic edge at approx.11o'clock position and this damage appears to be the reported issue. The optic is also scratched/marked - rejectable. One haptic is chipped at the gusset area. Video shows intraocular lens implantation with company device. Only nozzle tip and depth guard is visible on the provided video. Preparation of the company device is not visible on the video. The company device nozzle tip is inserted into the incision. Intraocular lens is observed to be in a correct position for the implantation. When the intraocular lens is implanted, mark is observed at the optic edge at approx.11o'clock position. The intraocular lens is removed and replaced with a different intraocular lens. The product investigation could not identify the root cause for the reported complaint "something like scratch or foreign material on intraocular lens optic". Optic edge surface shows scrape/crack-fracture like damage. No damage was observed to the returned device. The returned video does not show company device preparation for the implantation. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all intraocular lenses are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the intraocular lens/device contributed to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).